Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the fiber of powered laser surgical instrument had broken and caught fire at the handle. The issue occurred during a therapeutic ureteroscopy procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the fiber of powered laser surgical instrument had broken and caught fire at the handle. The issue occurred during a therapeutic ureteroscopy procedure. There was an approximately 10-minute delay for awareness and changing the laser fiber over to new fiber and the procedure was then completed without user or patient harm. The delay was short posing no additional risk to the patient.